Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: after the procedure. It was reported that the patient underwent angioplasty of the proximal right coronary artery (rca) two years ago and a non abbott stent was deployed. On (B)(6) 2010, the patient returned to the hospital with coronary artery disease (cad) and unstable myocardial infarction (mi). Angiography revealed a proximal edge restenosis of the stent. A xience 3.0 x 18 stent was used to treat the proximal edge restenosis and timi 3 flow was achieved. The patient was discharged asymptomatic. On (B)(6) 2010, the patient returned to the hospital with inferior wall mi. Angiography revealed stent thrombosis in the xience stent. The thrombus was removed and the patient was treated with another xience stent. The patient was discharged from the hospital on(B)(6) 2010. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The reported patient effects of mi and thrombosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length </=28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. In this instance, the xience was used to treat the proximal edge restenosis in a non-abbott stent.